Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted for non-malignant pain. It was reported that the patient had a full system explant due to a possible infection. The explant was completed on (B)(6) 2017. No further complications were reported.